Event description:
Pt. Had tibial implant left knee 11/17/93. On 8/10/94 had tibial implant right knee. March of 1995 began having problems left knee, severe pain. 6/2/95 had revision of left knee. Found polyethelene tray cracked - replaced tray. 12/96 problems with left knee, admitted lmc. 1/17/97 revision of implant - found cracked tray again. Explanted whole implant - replaced with modular system.